Event description:
Pt presented to special procedures for insertion of stent. Stent placed across stenosis in superior vena cava. Wallstent migrated across and lodged in right atrium. Pt transferred to another facility for surgical intervention at the request of the primary care physician.